Event description:
Event was reported to caldera medical by an attorney. The patient has experienced occurrence of stress urinary incontinence, bowel problems, abdominal pain, back pain, vaginal discharge, painful intercourse, infection, and other injuries as they became apparent. No further information has been provided.